Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked and gouged). The dovetail feature is compressed & is fractured on the medial side of post, all pieces returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the knee instrument fractured during surgery. No pieces fell into the patient. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.